Event description:
Information was received indicating that while in use of smiths medical cadd administration set with a pump to deliver total parental nutrition (tpn) solution, it was noted that the infusion was delivered too quickly. The reporter indicated that a 12-hour infusion was started, and the patient's husband noticed that the bag was empty 2 hours earlier than the infusion was supposed to be completed. The reporter also indicated that the patient was taken to the emergency room and admitted to the hospital to change the infusion set. No further adverse effects were reported.